Manufacturer narrative:
Concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigphandle, sig power sigphandle handle (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during intestinal anastomosis in laparoscopic colectomy, the stapler stopped firing after advancing about 30 mm. The display could not be confirmed. An attempt was made to fire the staples again, but this did not work, so the product was released. A different reload of the same part number was then used, and the operation was completed. There was no patient injury.